Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range and alarms were unable to be cleared. Customer¿s blood glucose was 350 mg/dl. Reportedly, the customer reverted to manual injections and had an alternate pump available.